Event description:
Additional information received on 05 nov 2025 for mw5177344 to correct brand name and manufacturer.

Event description:
I bought my 7-year-old daughter a philips sonicare toothbrush. Because of the design of the toothbrush, it developed mold. The toothbrush is thick and rounded on the bottom and meant to be stored in a little container it comes with. The toothbrush developed mold within 3 weeks of having it. I didn't notice it because my child brushes her teeth independently, and one day I was brushing my teeth next to her and noticed her new toothbrush had black on it. I panicked and took it away from her immediately. I asked her how long it has looked like that and she said for a couple days. My child had a sore throat. I looked at online reviews and this is happening to a lot of other people using this product. I'm worried this is a safety hazard to the public.